Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient had right hip revision.

Manufacturer narrative:
An event regarding revision due to dislocation involving an unknown head was reported. The event was not confirmed. Method & results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: a review of the device history records could not be performed as no lot information was provided. Complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the exact cause of the event could not be confirmed due to a lack of information. Further information such as device details, product return, medical records, operative reports, and patient history are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time due to a lack of provided information. If devices and / or additional information becomes available, this investigation will be reopened.

Event description:
Patient had right hip revision. Update: patient fell and dislocated hip, had revision surgery to replace the head.